Event description:
It was reported that the patient had a device implanted for three years without symptoms, but recently has produced a rash over the implant site. It was further reported by the patient's granddaughter that the patient was having an allergic reaction, "her hands are as large as her legs". The device is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a device implanted for three years without symptoms, but recently has produced a rash over the implant site. It was further reported by the patient's granddaughter that the patient was having an allergic reaction, "her hands are as large as her legs". It was reported that the patient was tested with an allergy kit and is allergic to titanium and the allergy symptoms returned. The patient had a surface skin rash on her back subsequent to replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis revealed no anomalies found.